Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "yellowish tinge", "granulomatous areas on the inferior portion", "intact", and "capsular contracture baker IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). The reported events of "capsular contracture, baker grade IV" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture, capsular contracture, baker grade IV" and "granuloma.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of capsular contracture, granuloma and product discolored, was received on june 05, 2025 with lot number 3533129. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Granuloma: unable to observe as it is not related to the manufacturing process. Product discolored: observed, yellow discolored on the device. As per the investigation procedure, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "yellowish tinge", "granulomatous areas on the inferior portion", "intact", and "capsular contracture baker IV". This record is for the right side. Device was explanted.